Event description:
It was reported that during an unknown case the devices were fired and the first one fired and it scissored and the second one would not fired ant all. A third device was used to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 7/17/2007. Evaluation summary: device a: other: broken advancer. Device (a) was returned with the advancer broken. The device was cycled and short fed the clips due to the advancer condition, causing 10 pear shaped clips. However, no scissoring or jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. Device (b) was returned non-functional. The device was cycled, fed and formed 3 class I scissor clip, 2 class iii scissored clips and one j-shaped clip. During functional testing the jaws were noted to be misaligned producing scissor clips. Upon disassembly of the instrument the cam was broken at the jaw interaction area therefore, leading to the device malfunction. The batch record was reviewed and no anomalies were noted during the manufacturing process. Mfg date: 05/2007: exp: 04/2012.